Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was deceased. During the implant procedure the right ventricular (rv) lead was placed after being repositioned several times before achieving satisfactory electrical measurements. The right atrial (ra) lead was placed and the coronary sinus was being accessed when the patient's oxygen level decreased and they developed and agonal respiratory pattern. Narcan was administered and it was noted that there was not a palpable carotid pulse. Atrial electrical pacing was delivered at a rate of 80 beats per minute, cardiopulmonary resuscitation (CPR) was started and epinephrine was administered. An echocardiogram was conducted that showed a circumferential pericardial effusion around 2 centimeters suggesting right ventricular apical perforation. A pericardiocentesis was performed removing 400cc's of blood from the pericardial space. Multiple doses of epinephrine, bicarbonate and calcium were administered. CPR was performed for 65 minutes however, there was pulseless electrical activity. It was determined that efforts to revive the patient were futile.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.